Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had button error alert. The customer's blood glucose value was unknown. The customer was advised that the insulin pump will need to be replaced. The customer was asked to discontinue use of the insulin pump and revert to backup plan as per health care professional instructions. The insulin pump will not be returned for analysis.